Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 404 mg/dl, 189 mg/dl. Customer reported that the retainer ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. It was unknown that auto mode used or not. Customer reported that the insulin pump had critical pump error alarm. Customer declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.